Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal degeneration and underwent surgery. During surgery, the spacer broke. The product came in contact with the patient. No fragment of the spacer remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic inspection confirmed the implant has been damaged. Microscopic inspection of the fracture surface confirmed multiple types of damage. One of the corners of the implant has been completely broken off at the threaded insertion point. The ribs of the implant have been damaged which is consistent with material overload. It appears the implant has been broken and damaged from compressive overload when inserted into a tight area. If information is provided in the future, a supplemental report will be issued.